Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11: h4: the lot was manufactured between april 10-11, 2024. H11: the actual device and a video of the sample were provided for evaluation. A visual inspection was performed on the actual sample, and the reported leakage could not be easily identified. The returned video was reviewed, and the reported leakage was observed. Functional testing was performed, and it was noted that there was a leak on the front bottom add port side ¿ ports weld area, at the add port 1. The reported condition was verified. The cause of the reported condition could not be determined; however, the likely cause was likely to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the membrane port. This occurred after the device was filled with medicine prior to patient use. There was no patient involvement. No additional information is available.